Manufacturer narrative:
Device used for treatment, not diagnosis. Possible part number - part family 204.8xx possible 34 or 34 lengths. (B)(4). The original surgery was performed in (B)(6) on an unknown date. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted approximately one year ago with a dynamic hip screw (dhs) plate, lag screw and screws experienced a post-operative break of the plate and screws and was revised on (B)(6) 2016 to a non-synthes total hip. The original surgery was performed in (B)(6) by an unknown surgeon. It was reported by the current surgeon that the devices, in his opinion, were not appropriate for the subtrochanteric fracture that the patient had originally sustained. The broken plate, intact lag screw and six screws were easily removed without any surgical delay, additional medical intervention of harm to the patient. Two of the six screws that were broken post-operatively were removed, without issue, using a screw removal set. The procedure was successfully completed and the patient status was reported as fine at the outcome of surgery. No additional information is available regarding the treatment outcome. This complaint involves two (2) devices. Concomitant devices reported: lag screw (part # 280.290, lot # 4811489, quantity 1), screws (part # 204.8xx, lot # unknown, quantity 4), screw removal set (part # unknown, lot # unknown, quantity 1). (B)(4).